Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not activate when the trigger was pulled. The batteries were changed; however, the device still did not activate. It was reported that the issue occurred during the beginning of the case. There was no harm or delay reported, and the surgery was completed with another device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.